Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon used the reload in conjunction with power handle for the first firing on the antrum of the stomach. This reload completed its firing with the handle indicating zone 2 at the start then went to zone 3. A second reload was used for the second firing and indicated zone 1, then moved to zone 2 before displaying the excessive force error code at 30mm into the 60mm length reload. Surgeon waited for 1 minute to see if fluid dispersion and compression would allow the firing mechanism to continue, which it did not. The surgeon retracted the knife blade, open jaws of reload and removed reload from tissue. A third reload had the same exact event occur when it was placed at the distal end of the previously incomplete staple line. The surgeon to utilized one reload for the fourth firing at the distal end of the third reload incomplete line. The power handle read the reload upon initial jaw closure at a zone 2, them moved to zone 3 for remaining firing. The surgeon used another reload on the remaining stomach and each reload was properly completed.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted one of the reloads was fully fired, the other reload was partially fired, and the knife blade was damaged. Functionally, the fully fired reload was connected to a handle and it was determined that the maximum firing force the reload experienced was below the maximum firing force limit of the handle. The partially fired reload was connected to a handle and it was determined that the maximum firing force the reload experienced was equal to the maximum firing force limit of the handle. The partially fired reload's procedure count was reset so that it can be fired again. The interlock was overridden, the reload was fired, and was applied to test media. The interlock was tested and found to function properly. The fully fired reload was also cycled over test media without issues. It was reported that the device detected an excessive load, and the device initially fires but failed to complete the firing cycle. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.